Event description:
Healthcare professional reported "capsular contracture, baker grade 3-4". Patient later reported "recall and continuous pain". Legal representative later reported "capsular contracture, pain and recall" diagnosed via MRI. The device was explanted.

Manufacturer narrative:
This is a follow up to emdr 9617229-2020-15544. E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, pain, anxiety-product/procedure.